Event description:
The following was reported to hamilton medical ag: when unit is on, options disappeared / options not found. The unit has not been on for a long time. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).